Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that his one touch ultra meter was prompting the error 2 message. He re-tested and the meter prompted the error 2 message. The patient was not experiencing symptoms of high or low blood glucose at the time of concern. He took no actions following attempted use of the meter. He contacted a registered nurse for advice and was advised to contact lfs. The patient received no treatment. The customer service representative walked the patient through cleaning the meter and re-testing; the error 2 prompt displayed. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information supplied by the patient and the troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.